Event description:
According to the available information, a patient suffering from erectile dysfunction of unknown etiology, received an inflatable penile implant on (B)(6) 2019. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the prosthesis was inoperative, without axial rigidity and bent and unable to inflate. A magnetic resonance imaging exam was performed, when it was found that the system was empty, probably due to a leak. The patient then underwent revision of the prosthesis on (B)(6) 2024 when all components were replaced. The new implant is currently functional and the patient is satisfied. No harm to the patient was reported.

Manufacturer narrative:
Titan touch pump and cylinders 1 and 2 were received for evaluation. Abrasion was noted on both exhaust tubes and the inlet tube of the pump. The surfaces of the detachment site of the shorter exhaust tube of the pump appear to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with either cylinder 1 or cylinder 2. Based on examination of the returned product, it was concluded that while in-vivo both the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. While no functional abnormalities were noted during testing with the returned components, microscopic examination of the surfaces of the exhaust tube detachment end between the pump and cylinder 2 revealed rough and irregular surfaces, indicating stress was exerted. Based on the overlapping of the pump tubes, in combination with device usage over time, this could contribute to sufficient stress to separate the exhaust tubing of the pump. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed to be associated.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated.

Event description:
According to the available information, a patient suffering from erectile dysfunction of unknown etiology, received an inflatable penile implant on (B)(6) 2019. He sought medical attention on (B)(6) 2024 reporting that the prosthesis had stopped inflating, making an erection impossible. During a physical examination, the doctor found that the prosthesis was inoperative, without axial rigidity and bent and unable to inflate. A magnetic resonance imaging exam was performed, when it was found that the system was empty, probably due to a leak. The patient then underwent revision of the prosthesis on (B)(6) 2024 when all components were replaced. The new implant is currently functional and the patient is satisfied. No harm to the patient was reported.